Event description:
Pt underwent intrauterine insemination (iui) at fertility clinic using sperm treated with irvine scientific's sperm wash medium, lot number 998390402. Report states pt experienced pelvic inflammatory disease (pid) and right hydrosalpinx after iui. Pt was admitted to hosp and treated with IV antibiotics. Pt has since been discharged with continued treatment on IV antibiotics.